Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6)2022 during examination, it was noted that there was oversensing of noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). There was inhibition of cardiac pacing and p wave sensing issue noted as well. Patient relays symptoms of palpitations occurring intermittently. Programming changes were made to the lead. The patient was in stable condition.